Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the three month follow up appointment of a transcatheter pulmonary valve implant procedure, the patient beca me symptomatic with an increase in right ventricular (rv) lead-pulmonary artery (pa) gradient from 16 mmhg after valve implantation to 30 mmhg. Computed tomography identified thrombosis inside the valve housing. The patient was initially prescribed double antiplatelet pharmacologic therapy, and after detection of thrombosis, anticoagulation therapy was prescribed.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that at discharge, the maximum/mean pulmonary transvalvular gradient was 16/8 millimeters of mercury (mm hg). At a post-computed tomography (CT) scan follow-up, the transvalvular gradient was 30/10 mmhg. Since then, the patient was switched from dual antiplatelet therapy to anticoagulation therapy. The patient was started on an anticoagulation medication and after reviewing a CT scan performed shortly before, hypoattenuated leaflet thickening (halt) and tissue apposition in the inflow tract with valve distortion were identified. At a most recent follow up visit, the patient's gradient was 20/12 mmhg. It was noted that the patient's international normalized ratio (inr) values were unknown, but it was noted that the patient had difficulty maintaining their inr within the 2-3 range.

Manufacturer narrative:
Image review: three still frame post-implant images were reviewed for review. Images are consistent with the harmony device seated in the annulus. Hypoattenuated leaflet thickening (halt) was observed on at least two leaflets. There was also thickening and possible distortion within the inflow portion of the device. It was not possible to assess valve function or leaflet motion on still frame images. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.